Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope had a malfunctioning elevator. The issue occurred during cleaning of the device after a diagnostic endoscopic ultrasound. The procedure was completed with the same set of equipment. There were no reports of patient involvment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned, and an evaluation was completed for it. During inspection, olympus did not confirm the reported event: "the scope had a broken elevator". Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.